Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified wear and delamination and small pieces were fractured at the edges. However, product was not returned and further evaluation is not possible. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was experiencing recurrent effusions. No infection was noted. During the surgery, delamination at the articular surface as well as a fracture of the posterior aspect of the insert on the lateral side. No other complication was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately eighteen years and two weeks post implantation due to wear and fracture of the articular surface. Attempts to obtain additional information have been made; however, no more information is available.